Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported during the da vinci assisted simple extraperitoneal prostatectomy surgical procedure, the cadiere forceps instrument was moving in the opposite direction as intended. The customer removed it for another instrument to resolve the issue. The technical support engineer (tse) attempted to review the logs but onsite was not available. The tse recommended reseating the endoscope to try and resolve the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to duplicate the issue only when the entry guide was removed from the cannula. In this configuration, the instruments appeared to move in the opposite direction; however, in reality, they were crossing each other. With the entry guide properly inserted, the fse was unable to replicate the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup, specifically the entry guide not being properly installed in the cannula. This issue can be resolved by reseating the entry guide correctly.

Event description:
Refer to h11 for follow-up information.